Event description:
Tap - it was reported that 77 days after implantation of a 2.75x32 mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the mid right coronary artery (rca). The lesion was described as "subtotally occluded." No information was reported concerning vessel calcification or tortuosity. After balloon dilation, the physician was unable to access the rca with the initial 2.75x32 mm taxus stent. Subsequently, a replacement 300 j tip guide wire was used to cross the lesion and 2.75x32mm taxus stent was successfully deployed in the lesion. Post-intervention results were described as "excellent angiographic results" with "normal flow." The patient received bivalirudin and intracoronary nitroglycerin during procedure. The patient experienced no complications during the procedure and remained in stable condition. The patient presented 77 days after the initial procedure with a 99% in-stent restenosis in the mid rca and an inferior wall myocardial infarction. After balloon dilation, a 3.0x33 mm cordis cypher was deployed in the restenosed region. A post-interventional result of "0% stenosis" was reported. The procedure was performed "without complications."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch (B)(4) have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. Should further relevant information become available, a supplemental medwatch report will be filed.